Manufacturer narrative:
Phone number:+(B)(6), f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: no observations are performed for the complaint, as the event is insufficient information. Additional observations: deformation is observed. No further actions are required, as the device was implanted. The reported events of "capsular contracture" and "seroma-late" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma-late.

Event description:
Healthcare professional reported, right side "complaint" and no additional information provided. Healthcare professional later reported, capsular contracture, baker grade iii-IV. And seroma formation diagnosed with sonography/ultrasound. Device has been explanted and replaced with a non-allergan device. This record relates to the right side.